Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they hospitalized due to high blood glucose and diabetic ketoacidosis. The customer¿s blood glucose level was of over 250 mg/dl. Customer also reported that they had bent cannula. Customer was assisted to troubleshoot for high blood glucose level. The insulin pump will not be returned for analysis.